Event description:
It was reported the (2) tlc75 were used during a colon resection. It was reported by the rep the devices misfired. The case was completed with the use of another device. There was no consequence to the pt.